Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned for routine maintenance to the european distribution center (edc). Upon testing at the edc, the unit powered up; however, a problem occurred with the led indicators and an audible sound was heard during functionality checks. The discolored patient cable and main circuit board were replaced. The unit was subjected to functional testing and passed all tests. Preventative maintenance was performed. The unit was returned to the rental pool. The main circuit board and patient cable were forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis with ppe, the patient cable was confirmed to be discolored, but otherwise was in unremarkable condition. The patient cable was fitted to a test mpu and functionally tested, and no issues were noted. The main circuit board was functionally tested; however, the identified led issue and audible sound were unable to be reproduced during this further analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the mobile power unit (serial #: (B)(6)) was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 28jun2018. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3-30 entitled ¿using the mobile power unit¿ addresses the correct use of the mobile power unit, including the self-test sequence. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device was reported to not be needed anymore by the site. The device was sent to (B)(6). Upon initial investigation, an issue with the device was found. The patient cable was found to be dirty which was replaced. The system was found to not be functioning as intended. There was an issue with the leds which made an audible sound. The main board was replaced which resolved the issue, the device was re-tested and found to have functioned as intended. Preventative maintenance was also performed on the device. No additional information was provided.